Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot# 73a1800219. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken after uploading into the applier prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip 544250 hemolok ml clips 6/cart 84/box for investigation. The returned loose clip was visually examined with and without magnification. Visual examination of the clip revealed that the clip exhibited a staggered break, where the inner hinge was intact but the outer hinge was broken towards the side of the clip with the pierced bosses. The sample appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the returned clip to break at the outer hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of a clip being "broken" was confirmed based upon the sample received. One loose clip was returned. The clip exhibited a staggered break, where the inner hinge was intact but the outer hinge was broken towards the side of the clip with the pierced bosses. It could not be determined exactly how or what caused the returned clip to break at the outer hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the clip was found broken after uploading into the applier prior to the patient.